Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed: the unit had a damaged cable with its insulation pulled away. In addition, the following reportable malfunctions were identified during the device evaluation: a dead pixel caused by a faulty charged coupled device and moisture inside the charged coupled device lenses. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head casing where the cord is, broke open. The issue was identified during reprocessing. There was no patient involvement.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head casing where the cord is, broke open. The issue was identified during reprocessing. There was no patient involvement.